Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - silicone visible as neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 had visible silicone. The following information was provided by the initial reporter: material #302995 lot #5093968, unknown. It was reported by customer that 10 ml unopened IV syringes for IV compounding were found to have a viscous film on the plunger seal. It appears as if the lubricant that is supposed to be around the circumference of the plunger seal had migrated into the space where drug is contained, posing a risk for contamination. Verbatim: rcc received a complaint via email. Email(s) attached. 10 ml unopened IV syringes for IV compounding were found to have a viscous film on the plunger seal. It appears as if the lubricant that is supposed to be around the circumference of the plunger seal had migrated into the space where drug is contained, posing a risk for contamination.

Manufacturer narrative:
E.1. Address was not located and il was used. As neither a lot number nor a sample was available for this incident, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(4) follow-up report for additional information. Mw5171050 was received through the FDA¿s medwatch program.

Event description:
Mw5171050 was received through the FDA¿s medwatch program.